Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was returned to stryker product analisys center (pac) for further investigation. The pac technician confirmed the reported issue. It was found that component cr24 (dual smd diode), present on the analog pcb, was faulty. The root cause of the reported complaint is determined to be isolated to diode cr24. The device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and to verify the reported issue. Stryker replaced the lid and installed a new charge-pak. The device was still unable to switch on. The device was retained by stryker.the customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.